Event description:
This event was reported as an explant at implant due to long strands of tissue coming away from the leaflets, looked like fraying. The valve was replaced with the same model & size and the pt progressed fine. The surgery and bypass time was extended 100 additional minutes. No further info was provided.